Event description:
Pt underwent total hip arthroplasty in another city approx. One year ago. Initially improved, but over the last several months has gradually had recurrence of pain. Continues to have progressive symptoms and on x-ray femoral component appears to be loose.